Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an abnormal image as it appeared red. The issue occurred during a therapeutic laparoscopic procedure and was completed using the same set of equipment. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: h3, h6. Corrected fields: d10, h5 (field was selected inadvertently, it should remain in blank.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be definitively identified. However, it is likely that leakage occurred from the bending section cover or distal sheath (the black covering of the bending section), which allowed water to enter the device. This led to abnormalities in the electronic parts, resulting in the 'color tone was abnormal' malfunction. The user may detect the event by handling the device according to the following instructions for use (IFU). Inspection of the endoscopic image. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.